Event description:
(B)(4). Since I have gotten this implanted IV had very bad pelvic pain, heavy periods, loss of hair, weight gain.. Im in pain at all times, I been in and out of the hospital, not knowing what was wrong..